Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Li w, chen z, dai z, liu r, yin q, wang h, hao y, han y, qiu z, xiong y, sun w, zi w, xu g, liu x. Management of acute tandem occlusions: stent-retriever thrombectomy with emergency stenting or angioplasty. Journal of international medical research. 2018; vol. 46: 2578 - 2586. 0300060518765310. Medtronic received information pertaining to stent retriever-based intracranial thrombectomy with emergency extracarnial internal carotid artery stenting in patients presenting with acute stroke due to tandem occlusions of the ica. The mean age of the patients was 61 years with the majority of them being male. It was reported that there were 4 incidences of symptomatic and asymptomatic intracranial hemorrhage, 4 cases of cerebral herniation. Of the related deaths, three were due to symptomatic intracerebral hemorrhage and four to cerebral herniation. Procedural related complications, such as distal embolization into different vascular territories were observed in eight patients. Distal embolic events were observed in 3 patients. It was noted that the most probable cause of occlusion was atherosclerosis in 22 (60%) patients and dissection in 15 (41%) patients. Successful recanalization and favorable outcome at three months were achieved in 21 patients. The median nihss score was 15 (iqr, 12-20) on admission and 9 (iqr, 6-19) at 24 hours. Twenty-eight (76%) patients presented with a good collateral status (i.e., asitn/sir 2-4) and median aspects was 9 (iqr, 7-10).